Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when a bd microtainer® contact-activated lancet was activated on the finger, the finger was then squeezed to get a droplet of blood and the blood sprayed out towards the face. Blood work was performed and the results were negative.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical support services had reached out to the customer and based on their response, had learned that after the lancet had incised the patient's finger and was removed, the nurse had attempted to squeeze the finger to extract the blood sample. It was during this step that some of the patient's blood had sprayed on the nurse. Bd tech support had provided training documentation, education material and troubleshooting and will continue to monitor this customer and issue. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when a bd microtainer contact-activated lancet was activated on the finger, the finger was then squeezed to get a droplet of blood and the blood sprayed out towards the face. Blood work was performed and the results were negative.